Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect cap color was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was a red cap tube mixed in the package of blue top tubes. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: before open the package, the customer found 1ea tube cap was is red which was the incorrect color.